Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: gel bleed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent breast reconstruction revision with two unspecified mentor gel implants, suffered right breast implant rupture, left breast implant gel bleed and bilateral capsular contracture; baker grade ii on the right and baker grade I on the left side. As a result, the patient underwent bilateral removal and replacement with the following devices on (B)(6) 2019: (right) 425cc mentor memorygel breast implant catalog: 3504254bc, lot: 7678639, sn: (B)(4) and (left) 425cc mentor memorygel breast implant catalog: 3504254bc, lot: 7576371, sn: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On (B)(6) 2019, the product investigation was completed. Device investigation summary: during evaluation of the sample, it was observed a pair of parallel lines of shell wear on the anterior aspect. Although, gel bleed was not observed. No other anomalies were discovered. Shell wear suggesting in-vivo folding or creasing of the device. A crease/fold failure may be the result of the continuous and sustained stresses to the device. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).